Event description:
A malfunction alarm with code malf 16 was reported, and it did not have any adverse impact on the customer's blood glucose level. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support arranged for a replacement pump and instructed the customer to put the malfunctioning pump into storage mode prior to returning it with a pre-paid label within 10 days. The customer acknowledged and understood these instructions.